Manufacturer narrative:
Block b3: exact date unknown, event occurred 3 months ago prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: model number/catalog number: sc-2318-50 serial number: (B)(6) batch/lot number: 5000891 model/catalog description: infinion pro lead kit, 16 contacts, 50cm. Unique identifier (B)(4). Model number/catalog number: sc-2318-50 serial number: (B)(6). Batch/lot number: 5000817 model/catalog description: infinion pro lead kit, 16 contacts, 50cm unique identifier (B)(4).

Event description:
It was reported that the patients implantable pulse generator (ipg) has moved into the ribs. The patient was experiencing overstimulation, pain, tingling sensation and inadequate relief. The patient underwent a spinal cord stimulation (scs) system procedure and was doing well postoperatively. No device malfunction suspected. The explanted devices were discarded per facility policy.